Manufacturer narrative:
Concomitant medical products: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(4), ubd: 22-oct-2023, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 18-oct-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had an infection in the pocket site and around the incision on the left side on the head. Unknown if any environmental/external/patient factors that may have led or contributed to the issue. Interventions/actions included explanting the ins and extensions. They left the leads in the body. Unknown if the issue is resolved. The pocket site area, and the area around the left incision on the head appeared to have infection. All the impedances, except monopolar contact 0, on the left side appeared to be too low(short) when interrogated in the pre-op before the explant. The neurosurgeon plans to conserve the existing leads, and re-implant the ipg and extensions when the infection is cleared. The devices were discarded.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type extension, product ID 3708660, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) stating that the patient was put on antibiotics and sent home later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep) reported the patient passed away due to cardiac arrest while smoking a cigar in their back yard. The healthcare provider (hcp) had no further information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting there is no correlation to the device. The patient's cardiac arrest had nothing to do with the patient's deep brain stimulation (dbs). There is no autopsy information provided to the healthcare provider (hcp), no toxicology report, no patient medical history or medication available, and no additional information provided as the patient's death was not related to the dbs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the cause of the low impedance was unknown.